Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
New information received indicates that this device was explanted and returned for analysis.

Event description:
Boston scientific received information that one day post implant this cardiac resynchronization therapy defibrillator (crt-d) detected a sharp increase in pacing impedances on the right atrial (ra) lead. Since then the ra impedances have continued to decrease with the most recent measurements being out of range. Recently the patient complained of diaphragmatic stimulation. After troubleshooting was performed it was determined that the muscle stimulation was not due the functionality of the device. The device currently has a battery status of elective replacement indicator (eri) and will be replaced along with the ra and lv leads. No adverse patient effects were reported. As of today the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.